Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had a scheduled hip surgery at 8:30am. When she woke in the morning, before going to the hospital, she was feeling a little feverish and the cgm reading was 5-6.0 mmol/l. No fingerstick and no treatment was taken. She proceeded to go to the hospital for her hip surgery. At 8:00am at the hospital, before the surgery, she was feeling sick, cold sweat and shaky. A fingerstick was taken and the cgm reading was 7.9 mmol/l, and the blood glucose reading was 2.6 mmol/l. The patient was treated with intravenous glucose and saline. After treatment the cgm reading was 9.7 mmol/l, and the blood glucose reading was 3.5 mmol/l. The sensor was removed and the patient started to feel better. Before surgery the blood glucose reading was around 4-5.0 mmol/l. The surgery was done on the same day. She had to stay at the hospital for the recovery of the hip surgery and got discharged on (B)(6) 2025. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the hospital. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect: clinical code: e2304 chills.